Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) with blood glucose of 21 mg/dl. The customer¿s current blood glucose was 96 mg/dl. The customer was treated by food and glucagon and also treated with IV filled sugars during hospitalization. The customer¿s blood glucose when admitted to hospital was less than 20 mg/dl. The customer also stated that they did not allege insulin pump was over delivering. The customer also stated that they was unconscious due to low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6), 2019.